Event description:
The surgeon stated that the balloon would not inflate. The device was removed from the patient by the surgeon. A new device with a different lot number was used, and the procedure was completed.